Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The guide wire was returned with blood and contrast visible on the coils and teflon coated core. This is consistent with use. The expected polymer coating on the core separated and was not returned with the device. There were no visible traces of the polymer coating noted on the core. The reported difficult to advance could not be tested as it was based on operational context. The reported peeled/delaminated and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the noted peeling / delamination appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery with heavy calcification, heavy tortuosity and 90% stenosis. The command guide wire met resistance with the anatomy during advancement and a non-abbott balloon was advanced over the command guide wire. During removal the balloon became stuck with the guidewire therefore, both were removed together as one unit. After removal the distal coating of the guide wire coating was noted peeled. Another non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure; however, the account did not confirm if the peeling was teflon or polymer, therefore there is the potential some material remains in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.